Manufacturer narrative:
Analysis of implantable neurostimulator model 37702 sn: (B)(4) found no anomalies.

Manufacturer narrative:
Concomitant medical products: product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that at the implant procedure, some of the electrodes showed high impedances. The extension was removed, cleaned, and reconnected, but the impedances remained high. The extension was removed a third time and cleaned, but the issue did not resolve. The decision was made to ¿let the system settle¿ but the impedances did not resolve over the ensuing days. The device remained implanted but replacement was being considered. There were no patient symptoms or complications associated with the event.

Event description:
Additional information reported the following impedance values tested at 3 v with electrode 0 set as the reference (all values in ohms): 1- 755, 2- 26229, 3- 26229, 4- 26229, 5- >40000, 6- 26229, 7- 818, 8- 507, 9- 779, 10- 852, 11- >40000, 12- >40000, 13- >40000, 14- >40000, and 15- >40000. The patient was doing well, but the therapy was only covering half of the area it was covering during the trial. A revision occurred on (B)(6) 2015 and the implantable neurostimulator (ins) was replaced. After replacement, the impedances were within normal ranges and the patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 37081-40, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).